Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, lot# n326462, implanted: (B)(6) 2012, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The ¿call your doctor¿ icon was displayed. A power on reset (por) was also displayed. The por showed up that morning. The stimulator was not discharged. The patient was directed on how to clear the informational por using the patient programmer. This resolved the issue.